Event description:
It was reported that oversensing noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. There patient was discharged.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation, one distal to the connector boot and the other proximal to the suture sleeve tie marks consistent with friction to device can. The cause of noise was caused due to the exposure of the outer coil at the abrasion zones.